Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was advice to replaced the boards for the remaining 12 units to avoid such incident. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has transducer fault errors with irregular ventilation. The patient died while the rts (respiratory therapist) were trying to hookup these two units to her but transducer error accorded suddenly in the same time.